Event description:
It was reported by service report that the brakes were not remaining engaged and the hydraulic jack was stuck in a high position. No pt involvement or adverse consequences were reported.